Event description:
Customer called with a complaint. He was using a viality with a standard wells johnson setup. After the auraclens wash portion, suction was turned on until minimal flow of liquid was running out of the viality unit. The customer's finger was still on the port hole, suction was turned off. He said approximately 500cc of lipoaspirate was in the waste canister. The waste canister contents then flowed backwards into the viality unit, making the content unusable and non-sterile.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to (B)(6) as patient information was not provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.